Manufacturer narrative:
No physical samples were received; the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10.

Event description:
It was reported that the bd¿ thin wall pen needle experienced missing label information. The following information was provided by the initial reporter: customer reports the lack of hungarian text on the boxes and user manuals which is a requirement in the country.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ thin wall pen needle experienced missing label information. The following information was provided by the initial reporter: customer reports the lack of hungarian text on the boxes and user manuals which is a requirement in the country.